Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified there have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a foreign material like dirt or a scratch/crack in the optic was seen off the leading haptic side after inserting the intraocular lens (iol) in the bag. The surgery was completed without product replacement. Additional information is requested.

Manufacturer narrative:
A video was provided. The cartridge preparation and lens loading were not shown. The cartridge tip comes into view as it is inserted into the incision. The lens can be observed advanced almost to the parting line. Both haptics are tucked in the optic fold. Based on the speed of the delivery the handpiece is either an auto or a push type injector. After the lens is delivered, what appears to be a clear linear material is observed on the posterior surface of the optic. Iol product history records were reviewed and documentation indicated the product met release criteria. The associated products were not provided. It is unknown if qualified products were used. Root cause: the root cause for the reported issue could not be determined. The lens was not returned for evaluation. The lens remains implanted. What appeared to be foreign material was observed on the provided video. The nature of the material could not be determined from the video. The manufacturer internal reference number is: (B)(4).